Event description:
It was reported that when using the bd pyxis¿ es server, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that machines were not communicating. A field service engineer (fse) had checked and found that the two devices in same department, it must be a network issue. Escalated the network issue to hospital information technology (hit) team. Hit resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.